Event description:
The customer reported that a pt in ICU expired and risk management is validating alarm usage by staff. The customer wants to confirm ECG alarms were on, and wants alarm info.

Manufacturer narrative:
The customer did not provide the device serial number. There was no allegation of device malfunction and no request for device testing. The device was tested by the hospital biomed and was found working to specifications. The alarm logs were collected and analyzed by a philips clinician. The logs showed the alarms were occurring for the pt during the timeframe in question with users silencing alarms and interacting with the device. The risk manager indicated that staff were not immediately responsive to the provided alarms and were also not communicating with physicians about the pt's condition, both of which were determined to be factors in this incident. The device operated as designed and configured. The customer was in the process of their own root cause analysis and was planning on following up on this as an internal issue. The device remains in use at the customer site.